Event description:
A customer contacted beckman coulter (bec) reporting that a small drip of an unknown fluid leaked from the coulter hmx autoloader analyzer (115v) and the unit has been giving low vacuum out errors. The customer was unable to identify the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse observed the leak coming from the tubing disconnected at the check valve (cv6) below the bubble trap (vc2). The fse reattached and secured the tubing to cv6 then verified the instrument which included running several samples resolving both the leak and low vacuum issues. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).